Event description:
It was reported that there was a pressure fault during a case. The rep reported the facility attempted switching out the tubing, turning the pump off and on, but could not get it to work. No patient impact.

Manufacturer narrative:
The complaint is not confirmed. No pressure or flowrate discrepancies were observed. The unit passed all bench tests during the evaluation.